Event description:
The customer reported not agreeing with the AED shock advisory. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported not agreeing with the AED shock advisory. No adverse pt impact was reported. In 2008, the customer reported the pt that was hooked up the AED had a pulse and was breathing, although unresponsive. The customer stated that they understood this was a use issue and that retraining has already been done. The following month, the device was evaluated at philips. The symptom could not be duplicated. The device passed all testing. This was a use issue where the pt did not meet the criteria to be placed on this defibrillator in the AED mode (unresponsive, pulseless, apneic). There was no malfunction.